Manufacturer narrative:
The customer¿s report of separation on top of burette was confirmed. Visual inspection of the set noted the tubing was separated from the center socket of the burette top cap. Minimal residual solvent was present on the tubing. No damage or defects were observed to the top cap socket. Functional testing was not performed due to the obvious separation. The root cause of the customer¿s report was identified as an inconsistent amount of solvent having been applied to the joint during the assembly process. This is a semi-automated assembly step and is likely to have occurred due to a faulty solvent dispenser.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that approximately 10 minutes into an infusion, the tubing separated from the top of the burette rsulting in a leak. No additional information available.from the reported information there are no indications of serious injury to the patient or user as a result of this incident